Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The cause of reported event is consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02257. It was reported the patient lost stimulation due to high impedances on all contacts. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored.